Event description:
Reportedly, during an exam, the cover detached from the cs4 x-ray tube ceiling suspension and allegedly the cover fell striking the radiology technologist on the head. Reportedly, prior to the cover falling, the x-ray tube suspension was being moved and it collided with an articulated surgical lamp arm. The technologist was examined and she was found to have a cervical spine strain. She received physical therapy once a day for one week.